Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable caused by the patient not being connected when therapy initiated. The lot number is unknown, therefore a batch review was not performed. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during the initial drain. The home patient (hp) stated after they primed the hc, they wanted to see if it would work, so they pressed go before connecting the home patient (hp). After a few minutes, the alarm went off and the hp connected. The baxter technical service representative (tsr) explained that once the hc is primed, they should never press go until the hp is connected, otherwise unsterile air gets pulled into the line, compromising the supplies. The hp would start over with new supplies and was advised to call the registered nurse (rn) within 24 hours and explain what happened. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. During follow-up on (B)(6) 2010, the peritoneal dialysis (pd) rn stated there was no patient injury or medical intervention associated with the event. The pd rn has been working with the patient on proper setup procedure.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.